Event description:
Failure of the genesis stent to deploy properly during a cardiac catheterization. A stent and balloon being left inside the pt's lower aorta. No longer needed due to heart surgery to repair the aorta.